Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) was reported for autopulse with serial number (B)(4) for the same user advisory (ua)16 (timeout moving to take-up position). A visual inspection of the returned autopulse platform was performed and found the front enclosure was cracked and the battery lock was bent. The autopulse platform is a reusable device and was manufactured on 07/02/2015. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear which is unrelated to the reported complaint. A review of the archive was performed and found several user advisories (ua)16 (timeout moving to take-up position) to have occurred on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. The platform failed functional testing due to ua16 (timeout moving to take-up position) message displaying upon powering up, thus confirming the reported complaint. Further investigation found the brake gap had seized cause the reported ua 16. The brake gap was freed and cleaned with alcohol to remedy the ua16. Following service, the power distribution board (pdb) was replaced per routine service procedure. The platform was run for 30 minutes, and no user advisory or fault occurred. In summary, the customer's reported complaint of auto pulse platform displaying ua 16 message was confirmed during archive review and functional testing. The root cause for ua 16 message was due to the brake gap seizing up. Freeing and cleaning the brake remedied the ua 16. The platform passed all final testing criteria.

Event description:
It was reported that during a shift check , the autopulse platform (s/n:(B)(4)) displayed user advisory ua16 (timeout moving to take-up position). Checked and changed the lifeband but the ua16 error message could not be cleared. No patient involved during this event. No other information was provided.